Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 37 mg/dl. The customer reported that the paramedics came for the low blood glucose. The customer stated that they treated the low blood glucose with food. The customer stated that they were wearing the insulin pump during the paramedic visit. The customer also reported that there was a small piece was chipped off on the battery and reservoir compartment. The customer's blood glucose was 323 mg/dl at the time of incident. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prim test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. A test reservoir was installed and the reservoir locked into place inside the reservoir tube properly. The insulin pump passed the displacement accuracy test. The insulin pump had partially broken reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and reservoir tube window cracked.